Manufacturer narrative:
E1- initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotapro and rotawire drive were selected for use. During insertion, the rotaburr became stuck with the rotawire and could not be released. The devices were removed together as a single unit and replaced to complete the procedure. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that the annulus of the burr was damaged. As the rotawire used in the procedure was not returned with the rotapro device, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotapro and rotawire drive were selected for use. The set rotation speed was 180,000 rpm, and the maximum rotation speed was also 180,000 rpm. Dynaglide mode was used while advancing the catheter to the lesion. During the procedure, it was noted that the rotaburr was stuck with the rotawire during insertion inside the patient. The stuck could not be released, so both the rotaburr and rotawire were removed together as one unit from the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified mid-left anterior descending artery.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotapro and rotawire drive were selected for use. During insertion, the rotaburr became stuck with the rotawire and could not be released. The devices were removed together as a single unit and replaced to complete the procedure. There were no patient complications, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified mid-left anterior descending artery.